Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, rv lead was found to be dislodged. Several vt/vf episodes were stored with non-sustained oversensing detected, showing atrial oversensing and intermittent ventricular undersensing on the v channel. There was also drop in rv sensing. Lead was capped and replaced on (B)(6) 2017.